Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited systemic infection. A revision was performed to explant the system. However, during procedure, the physician attempted to remove the leads but both leads pulled back into the subclavian and would not pull back any further. The physician then decided to cap the leads and scheduled a laser lead extraction. Subsequently, this lead was explanted. There were no adverse patient effects reported. The ra lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.